Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "stryker drill bit was noted by doctor to have frayed/untwisted during use. Drill bit was removed from the sterile field and service coordinator notified to initiate product failure process." It is unknown if there was any debris left in the patient.

Event description:
As reported: "stryker drill bit was noted by doctor to have frayed/untwisted during use. Drill bit was removed from the sterile field and service coordinator notified to initiate product failure process." It is unknown if there was any debris left in the patient.

Manufacturer narrative:
Please note the correction to d9/h3 as the device was not returned for evaluation. The reported event could not be confirmed, since the device was not returned and no additional information was available. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If any further information is provided or the device is returned, the complaint report will be updated. H3 other text : device disposition unknown.